Manufacturer narrative:
Insulin pump was received with a blank display due to faulty x2 on interface board. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after the insulin pump was at rest for 10 minutes. The customer tried two new batteries but the display did not return. Customer's blood glucose level was 271 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.